Manufacturer narrative:
(B)(4). D10: cat #: 110024463 / g7 dual mobility liner 42mm e / lot #: 536020. G2: australia. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported a patient underwent a right hip revision approximately two months post implantation due to a dislocation. The head and liner were removed and replaced. Attempts have been made and no further information is available.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2024-02550, 0001825034-2024-02665. D10: cat #: ep-200148 / act artic e1 hip brg 28x42mm / lot #: 66328403. Proposed component code: mechanical (g04)- head. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. The complaint cannot be confirmed. DHR was reviewed and no discrepancies related to the reported event were found. No problem was found with the reported device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.